Event description:
Customer reported device began working prior to the dosing of the strip. Value generated was not provided. No treatment was received. A request was made for return product and replacement product was sent.